Manufacturer narrative:
(B)(4).

Event description:
A consumer reported their unit was removed shortly after surgery due to an infection. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.